Event description:
Tests for water quality were found to be outside of cardioquip specifications for bacteria.

Manufacturer narrative:
Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Manufacturer narrative:
A customer sent a sample of water from their device to test for potential bacterial contamination. Hpc test results were outside of cardioquip specifications. Cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.

Event description:
Tests for water quality were found to be outside of cardioquip specifications for bacteria.